Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿one green arrow is lit on the new controller¿ was confirmed with the returned system controller ((B)(4)). System controller self-test function was activated, and it was noted the left side of the pump running symbol was not illuminated. The system controller was connected to laboratory equipment and the left pump running symbol did not illuminate. Further evaluation of the system controller indicated the illumination issue appeared to be related to damage on the user interface printed circuit board. The log file retrieved from the device captured data indicating the system controller operated at the stored patient value of 5,400 rpm. A root cause that attributed to the damage could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. (B)(4) was shipped to the customer on 18-apr-2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use instructs the user to ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a system controller exchange due to a backup battery fault. The new system controller only had one green arrow lit on it. That system controller was also exchanged.